Event description:
It was reported that the customer received intermittent no delivery alarms resulting in high blood glucose levels. Her blood glucose level was above 500 mg/dl. Sometimes she had a bent cannula. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.